Event description:
It was reported that during an unspecified surgical procedure it was observed that the non-cemented patella clamp t-handle separated from the threads on the clamp when trying to seat the final affixium patella. It was reported that the threaded part of the bolt broke off inside the t- handle and could not be re-attached. It was reported that the surgeon had to use a vise grip to clamp to the larger threads of the bolt, to turn the bolt to final seat the patella. It was reported that the surgeon also had to use the vise grip to release the clamp. It was reported that there was a 10-15-minute delay in the procedure due to the event. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that non- cemented patella clamp t-handle separated from the threads on the clamp when trying to seat the final affixium patella. The threaded part of the bolt broke off inside the t- handle. The t-handle was not able to be re-attached. Had to use a vise grip clamped to the larger threads of the bolt to turn the bolt to final seat the patella. Also, used the vise grip to release the clamp. This added 10-15minutes to the procedure. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the t-handle was found broken at the threaded rod. The broken fragment was returned for evaluation. No other damage was observed. The fracture characteristics are consistent with torsional overload from over tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. Per the attune fixed bearing porous knee surgical technique (103734217) pages 72-74, the surgeon is instructed to use one hand to position the clamp centralized over the implant and in the correct alignment, while using the other hand to slowly rotate the t-handle clockwise while observing uniform seating of the implant until full seating is achieved. Full seating is achieved when the metal surface is in direct contact with the bone, however, when the patella is fully seated, there may be a slight gap between the polyethylene back and the surface of the bone which is acceptable. Using two hands or excessive torque may indicate an issue with the bone preparation or seating alignment and could cause damage to the instrument (as observed with the returned broken t-handle) or bone. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: e4, h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d3,d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.